Manufacturer narrative:
The device was returned and evaluated. The device was received with the needle not deployed; needle deployed during investigations. Download data showed timeouts and a drive stall. The device was deactivated at the end of second prime. No mechanical issues were found that would prevent the needle to deploy. A drive stall at the end of second prime prevented the device to deploy. It could not be determined what caused the drive stall.

Event description:
It was reported that the needle did not deploy at pod activation.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.